Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was not used, not implanted. Section d6b, if explanted, give date: not applicable as the iol was not used, not implanted. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the box of the preloaded johnson and johnson (jnj) intraocular lens (iol) has a hole that seems to go all the way through. The receiver on the dock was asked about this event however they did not know anything about it. The product was not used. It is unknown if the hole occurred during shipping. It is also unknown if the sterile bag inside the box that contains the iol, was punctured. Therefore, in abundance of caution this event is assessed as reportable. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the photos provided by the customer were evaluated. The photos displayed the suspect original folding carton and a hole can be observed on the folding carton. Due to no product received, no further evaluation could be performed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.